Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient information was not provided.

Event description:
The customer was splashed in their eye with diluted wash buffer while changing the level sensor for the diluted wash buffer on an alinity I processing module. The incident occurred while removing the tubing from the diluted wash buffer reservoir. The customer was not wearing protective eyewear. The customer was prescribed dexamocol eye drops and thealoz duo eye drops to be used 8 times per day due to eye damage according to the eye doctor.